Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold crease, wear abrasion and white particles in the inner surface of the device. A leak test and microscopic analysis were performed which identified two striated openings on the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is two striated openings due to surgical damage consistent with the use of a surgical tool.

Event description:
Device has been explanted.